Event description:
During a hysterectomy procedure, the first device misfired. Fired and nothing happened, no cutting no staples. The second device partially fired a thrid of the way. There was no pt consequence.